Event description:
Reporter alleged practicing with a new "out of box" multi-clix device, the needle associated with it remained out when firing it. It was reported when pushing in the plunger on the device, the button turned yellow and then she fired it however the needle remained outwards but did not retract inwards as intended. No actions were taken and no treatment was rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.